Manufacturer narrative:
Although the evaluation of the submitted log files confirmed a no external power event on (B)(6) 2018 while connected to the mobile power unit (mpu), a specific cause for this event could not be conclusively determined through this evaluation. The submitted system controller log file captured a no external power event with an associated low voltage hazard alarm on (B)(6) 2018 at 09:58:55 am while the patient was connected to an mpu. The associated voltage values suggest that the power to the mpu was lost. This event could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet, or loss of power to the home. The system controller¿s backup battery appeared to properly power the pump, and the pump appeared to have functioned as intended above the low speed limit during this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Log files were submitted for review.